Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the dso seal was coming off. The tamper seal was not broken. Review of the event history log (ehl) showed cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. The dso trip point test could not be performed as device was showing error "cassette not attached properly" immediately after attaching the cassette. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited ¿cassette was not detected.¿ it is unknown if there was patient involvement, no adverse patient effects were reported.